Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint of ¿discoloration.¿ the maryland bipolar forceps instrument was analyzed and found to have thermal damage on the yaw pully.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, discoloration was identified at the tip of the maryland bipolar forceps instrument. The procedure was completed with no reported injury.